Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt is implanted with two surgical leads having the same lot number. It was reported, the pt was not feeling stimulation in the left leg. All electrodes had normal impedance except for 2 on the left lead which showed high impedances. Reprogramming did not recapture stimulation to the left leg. X-rays found the leads have not moved. The pt has not decided on the next course of action at this time.